Manufacturer narrative:
The date of the event was reported as (B)(6) 2021. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-120 (undetermined service code) alarm. The event occurred during an animal patient infusion of lactated ringers. The device was running on ac power and not on the battery. There was no patient injury or medical intervention associated with this event. No additional information is available.